Event description:
A malfunction on the pump was reported after it got wet. There was no adverse impact to the customer's blood glucose level. The customer will use mdi as a backup therapy and is set to receive a replacement pump with updated software. The customer was advised on appropriate procedures for using the new pump and how to return the faulty one to tandem.